Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for defective stopper molding, foreign matter and damage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube has been found experiencing 10 occurrences of foreign matter and one occurrence of molding defects before use. The following has been provided by the initial reporter: fm in tube x1, embedded fm in stopper x6, dirty stopper x3 and damaged tube x1.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube has been found experiencing 10 occurrences of foreign matter and one occurrence of molding defects before use. The following has been provided by the initial reporter: fm in tube x1. Embedded fm in stopper x6. Dirty stopper x3. Damaged tube x1.